Event description:
It was initially reported that the physician's programming system was having communication issues. The company rep performed troubleshooting by replacing different components and isolated the issue to the serial cable. Good faith attempts for product return have been unsuccessful to date.